Event description:
The user reported that the valve in the hub of the catheter dislodged and occluded the catheter. The device was removed and the procedure was completed with a replacement catheter. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future, this investigation will be reopened and an additional follow up submitted.